Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented micro-volume inlet had hair within the primary packaging. The issue was noticed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured in february 2025. H11: the actual device unopened and a photograph of the sample were received for evaluation. Visual inspection of photo and returned sample identified a hair-like matter in the packaging. The reported condition was verified. The cause of the condition could not be determined; however, most likely due to variations during the manufacturing, assembly, and/or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.